Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a bilateral iliococcygeal fixation and anterior colporrhaphy performed during mesh implantation. It was reported that the patient underwent laparoscopic left salpingo-oophorectomy and lysis of adhesion on (B)(6) 2010 due to cystic left ovary. It was reported that the patient underwent a laser ablation of vaginal dysplasia on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal vault prolapse. It was reported that following insertion the patient experienced pain with sitting, felt like something was poking when bending over, vaginal pain, mesh erosion, incontinence, painful intercourse and bleeding in (B)(6) 2009. The patient underwent a left oophorectomy in (B)(6) 2010. Evidence of mesh erosion was found in (B)(6) 2011. The patient experienced urgency on (B)(6) 2011. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04400. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04400. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced overactive bladder, urinary urgency, urinary frequency and urge incontinence. (B)(4).

Event description:
Details: it was reported that following insertion the patient experienced overactive bladder, urinary urgency, urinary frequency and urge incontinence.